Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from the blue patient pin during their pd treatment. The patient reported the leak occurred during fill 2 of 3 of treatment and the treatment was cancelled. There were alarms after the leak. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by resetting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from the blue patient pin during their pd treatment. The patient reported the leak occurred during fill 2 of 3 of treatment and the treatment was cancelled. There were alarms after the leak. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by resetting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: a complaint product sample from the customer with distinct package identified with product number and a unknown lot number. The sample was visually inspected and was found that the patient connector (trigger) was not tight until the end. The patient connector was analyzed and during the disinfection a leak was confirmed. No functional inspection was needed as the complaint was confirmed since the leak presented while the disinfection procedure was performed. The alleged failure mode was confirmed according with the sample analysis. For partially assembled male connector, it could be caused during the manufacturing process since an incorrect assembly technique, a torque fixture malfunction, an unqualified operator, or an unclear work instruction. The device history record of this product was reviewed and no nonconformance reports, deviations, or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The event was confirmed based on the sample evaluation. The returned sample was scrapped after evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from the blue patient pin during their pd treatment. The patient reported the leak occurred during fill 2 of 3 of treatment and the treatment was cancelled. There were alarms after the leak. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by resetting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction provided in h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid from the blue patient pin during their pd treatment. The patient reported the leak occurred during fill 2 of 3 of treatment and the treatment was cancelled. There were alarms after the leak. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by resetting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.